Event description:
It was reported that the caller experienced difficulty with the pump's quick bolus/wake button, which often required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level, as it was confirmed to be within normal range. To address the issue, the caller received instructions on how to press the button more effectively and was informed about the replacement of the pump. The caller was also guided on how to put the pump into storage mode and instructed to return the faulty pump with a pre-paid label within ten days.